Manufacturer narrative:
Method: the trajectory of the surgical guide is reviewed in three steps: the guide is seated on the dental model w/inserts; gauge pin(s) are then seated in the inserts to help visualize the trajectory of the guide. The assembly from step 1 is scanned and overlaid onto the treatment plan. And gauge pin trajectory is measured against implants positioned in the treatment plan. Axial center to center distances are taken at the implant crest and implant apex. See scanned pages.

Event description:
Implant sites #3 and #4 were placed too buccal. This caused the dr. To perforate the buccal cortical bone. The guide did not seem to have a fit issue. Dr. Suspects that the implant trajectory for both sites were too buccal when compared to the final treatment plan used to fabricate the guide. Tissue flap was created. Bone graft was placed over the ostectomy and on the buccal side of the implant site. Implant placement was unsuccessful.